Event description:
It was reported from germany that a patient was experiencing pain, an x-ray revealed a dislocated glenosphere, which resulted in a revision surgery. During the revision surgery a broken glenosphere locking screw was discovered. All components were removed from the patient and new devices were implanted. The surgeon was pleased with the devices intraoperatively. No additional information is provided. This is one of eight products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00571, 1038671-2017-00572, 1038671-2017-00594, 1038671-2017-00595, 1038671-2017-00596, 1038671-2017-00597 and 1038671-2017-00598.

Manufacturer narrative:
After further review of additional information received the following sections b4, b5, b6, b7, d4. Expiration date, g3, g4, g5, g7, h2, h4 and h6 have been updated accordingly. In a review of the labeling it is a known complication that a patient's age, weight, activity level, and/or trauma would cause the surgeon to expect early failure of the system. The surgeon must be fully knowledgeable about the surgical technique and trained according to the proper use of the system instrumentation and implants. That there are device specific risks of fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, and any of which may require a second surgical intervention or revision. Company operative technique guides give instruction to respect the correct rotational orientation when attaching the glenoid plate. Based on review of all available information it is found that the glenoid locking screw bears evidence that it was rubbing against a hard, metal surface such as the glenosphere for an extended time. This is consistent with inserting the screw off-axis. The shiny surface of the fractured surface of the tip of the locking screw is consistent with rubbing against a hard, metal surface such as the glenoid plate or the remainder of the fractured locking screw, for an extended amount of time. The glenoid plate shows groves and deformation caused by securing the glenosphere to the baseplate while misaligned. The glenoid plate also shows that the fractured end of the locking screw is retained in the glenoid plate. The breakage of the glenosphere locking screw is most likely the result of misaligning the glenosphere on the glenoid baseplate in the initial surgery, which allowed for the glenosphere locking screw to only achieve a few threads of engagement with the glenosphere baseplate. This would create a bending moment on the glenosphere locking screw as the shear force would be transmitted directly through the locking screw rather than through the glenosphere/baseplate construct. This device is used for treatment, not diagnosis. No information has been provided. Asked, not answered section(s): a2, a4, a5 and a6.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision of shoulder components due to dislocated glenosphere.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision of shoulder components due to dislocated glenosphere. Intraoperatively, a broken glenopshere locking screw was found.